Event description:
It was reported to philips that the device was experiencing a intermittent issue with the device's energy output. During the shift check, the customer reported the device charging to 150 joules and the device output is measured as 30 joules. There was no reported patient involvement.